Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump which expereinced failure code 810:04. It is unknown when or at what point in the process this event occurred. No patient injury or medical intervention was reported. The user interface module master software version is 6.13.90, which is classified as colleague 2006. No additional information is available.

Manufacturer narrative:
(B)(4). Device evaluation: this device was returned to baxter for evaluation. A visual inspection and functional tests were performed. Device evaluation confirmed the reported condition of failure code 810:04 and determined the root cause to be an out of calibration air in line printed circuit board. The air in line printed circuit board was re-calibrated and verified to repair this condition. The device met specification for the reported condition. A follow up report will be submitted if additional information becomes available.